Event description:
Procedure type: hemicolectomy. According to the reporter: this product was used for a right hemi colectomy case. During the surgery, the balloon of blunt tip trocar bursted. Pieces of balloon were obtained immediately and no pieces were left in the cavity. A new blunt tip trocar was used.

Manufacturer narrative:
(B)(4).